Event description:
It was reported to the manufacturer that the vns patient has been experiencing painful stimulation/shocking sensation in the left side of the neck not related to stimulation. Reducing the settings did not help the event. The patient's device was checked and all values were noted to be within normal limits, so the physician then disabled the patient's device to see if this would help. The patient later reported that they had their device explanted due to experiencing too many problems with the vns. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.